Manufacturer narrative:
G4: 15jan2020. B4: (B)(6). The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the unit was return to use. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
It was reported that the ventilators touchscreen was not responding to touch. There was no patient involvement.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. Multiple attempts were made to obtain information on the repair/service of the device and have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.